Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shock from patient's implantable cardioverter defibrillator (ICD). Upon interrogation, it was noted that the shocks were given due to incorrect interpretation of signal. The patient was externally cardioverted and was treated with amiodarone intravenous drip. The patient was stable and asymptomatic.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.